Event description:
It was reported that the patient presented post-procedure after a chronic lead revision. While the patient remained inpatient, it was noted that the left ventricular (lv) lead was dislodged resulting in loss of capture in any vectors. Portable chest x-ray confirmed the lv lead dislodgement. The lv lead was explanted and replaced. The patient was in stable condition.